Event description:
It was reported that pump touchscreen shattered when customer was playing a sport, causing screen to be unresponsive and preventing interaction with pump. There was no adverse impact to the customer's blood glucose level. Customer used multiple daily injections as backup insulin therapy, and technical support arranged a warranty replacement pump, confirmed shipping address, instructed mother to place damaged pump in storage mode before return, advised customer to enter pump settings and reconnect continuous glucose monitor to replacement pump.